Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the moderately calcified right coronary artery. A 38 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. However, when tried to push further, the stent strut got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the moderately calcified right coronary artery. A 38 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. However, when tried to push further, the stent strut got damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. A2: age at time of event: 18 years or older device evaluated by MFR: p elite ous mr 38 x 2.75 mm stent delivery system was returned for analysis.the device was received with product mandrel loaded in the wire lumen of the device and stent protector covering the stent. The product mandrel was stuck, the device was placed in water bath to soak and soften media that could have dried in the wire lumen. The product mandrel and stent protector were removed after soaking. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.